Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a rewind anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reports sudden rewind required was displayed and injection stopped. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The insulin pump was received with operating currents within specification. It passed self test, rewind test, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomalies were noted. The motor was tested outside of device and passed. The device was received with pillowing keypad overlay and minor scratches on lcd window.